Event description:
Customer's mother reported the hospitalization due to high blood glucose levels. No further details's mentioned. Troubleshooting was performed and pump passed all tests. Pump appears to be functioning as designed.